Event description:
It was reported that after the catheter was indwelled, the md found the extension line of the distal line was cut at the injection hub. As a result, the catheter was removed and replaced with a new one. This event happened the same day the catheter was inserted; however, it is not known exactly how long the catheter was indwelled. It is also not known how the line became cut. There were no reported patient complications.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.